Event description:
Related manufacturer reference number: 2017865-2021-38348, related manufacturer reference number: 2017865-2021-38352. It was reported that a patient presented to the emergency room (ER). The patient's pacemaker (pm) had no low voltage output and no radiofrequency (rf) telemetry. The right atrial (ra) and right ventricular (rv) leads had no capture and low impedance. The patient was experiencing syncope episode due to a low heart rate. The patient's old system was programmed off and left in the body and a new system was implanted. The patient was stable throughout procedure.